Event description:
Two parts of triple lumen cvp catheter not functional after insertion. Third part found to be functioning properly. Catheter left in place. "Physician reports that lumen (or lumens) are occluded. Did not specify which lumen."